Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular tachycardia (vt) event which appears to be sinus tachycardia per the health care professional (hcp). As the patient is at risk for inappropriate therapy at faster rates, programming recommendations were requested from technical services (ts). Ts reviewed available device data, noting the event occurs in the vt-1 zone and appears to be atrial driven, with no significant visible morphology changes compared with the presenting rhythm. Ts recommended changing to the onset/stability discriminator with atrial fibrillation rate threshold (afrt) turned off. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This report is being issued to correct/update the device implant date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular tachycardia (vt) event which appears to be sinus tachycardia per the health care professional (hcp). As the patient is at risk for inappropriate therapy at faster rates, programming recommendations were requested from technical services (ts). Ts reviewed available device data, noting the event occurs in the vt-1 zone and appears to be atrial driven, with no significant visible morphology changes compared with the presenting rhythm. Ts recommended changing to the onset/stability discriminator with atrial fibrillation rate threshold (afrt) turned off. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of oversensing is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this ICD remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular tachycardia (vt) event which appears to be sinus tachycardia per the health care professional (hcp). As the patient is at risk for inappropriate therapy at faster rates, programming recommendations were requested from technical services (ts). Ts reviewed available device data, noting the event occurs in the vt-1 zone and appears to be atrial driven, with no significant visible morphology changes compared with the presenting rhythm. Ts recommended changing to the onset/stability discriminator with atrial fibrillation rate threshold (afrt) turned off. No adverse patient effects were reported. This product remains in service.